Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported tip detachment was able to be confirmed. Based on visual analysis of the returned device, there is no indication of an issue/observation caused by, or related to the design, manufacture, or labeling of the device. The investigation concluded that a cause for the reported tip detachment could not be determined. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in superficial femoral artery (sfa) (vessel diameter 4.0) with mild tortuosity and no calcification. The supera delivery system was advanced and the stent was successfully deployed at the lesion. During removal of the device, the tip [nosecone] broke off and lodged in the tibial trunk. A snare device was used to remove the separated tip from the patient's anatomy. The patient outcome was good. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.